Manufacturer narrative:
B5 describe event or problem - correction. H2 correction.

Event description:
Subsequent to the supplemental MDR, a correction is required. It was reported that an adverse event occurred. The wearable was inserted into the arm. On 12/29/2024, it was reported that the patient blood glucose was over 1000 mg/dl and she was diagnosed with dka. The patient was taken to the hospital by the paramedics and reporter believed that 911 has been called by the caregiver, there the patient treated with insulin drip and IV fluids. Patient was discharged on (B)(6) 2025. At the time of the report the patient was fine. No other details were documented. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an unspecified malfunction/issue occurred. The wearable was inserted into the arm. On (B)(6) 2024, it was reported that the patient blood glucose was over 1000 mg/dl and she was diagnosed with dka. The patient was taken to the hospital by the paramedics and reporter believed that 911 has been called by the caregiver, there the patient treated with insulin drip and IV fluids. Patient was discharged on (B)(6) 2025. At the time of the report the patient was fine. No other details were documented. Data has been received but is pending evaluation. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
B5 describe event or problem - additional h2 correction/additional information h6 investigation findings - correction h6 investigation conclusion - correction

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an unspecified malfunction/issue occurred. The wearable was inserted into the arm. On (B)(6) 2024, it was reported that the patient blood glucose was over 1000 mg/dl and she was diagnosed with dka. The patient was taken to the hospital by the paramedics and reporter believed that 911 has been called by the caregiver, there the patient treated with insulin drip and IV fluids. Patient was discharged on (B)(6) 2025. At the time of the report the patient was fine. No other details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
D5 operator of device code - correction e2 is health professional? - correction g2 report source - correction h2 correction

Event description:
Subsequent to the initial MDR, a correction is required.